Event description:
It was reported that pump screen was dark and would not turn on, and caller confirmed that this occurred after pump battery was not charged. There was no adverse impact to the customer¿s blood glucose level. Caller followed technical support instructions to press power button with and without case, connect pump to known working charger, and wait for startup sequence, after which pump turned on and displayed welcome screen; technical support explained that pump would power on automatically when connected to power after shutdown, reviewed that insulin on board and maximum hourly bolus were reset to zero, advised that continuous glucose monitor sessions must be restarted and cartridge reloaded after shutdown or reset, and provided battery care tips, all of which caller understood and acknowledged.